Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 353 mg/dl with blurred vision, excess urination, extreme thirst, nausea, and symptoms of dehydration. It was reported the battery compartment was cracked and the battery cap was over 13 months old. A power loss issue was reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: review of the black box data revealed unexplained power on reset events observed on (B)(6) 2016. Power on reset events were also observed after replace battery alarms and cs-078-0008 alarm on (B)(6) 2016 beginning at 21:51; deliveries were never resumed. Review of the total daily doses added up correctly. A battery cap was not returned; a new test battery cap was able to attach to the pump. On investigation, the pump powered on to the verify screen with audible & vibratory features. The pump was not able to be exercised due to an unrelated issue that has been reported on medwatch report 2531779-2016-35082. The battery compartment was cracked above and below the bumper pad with corrosion observed inside battery compartment as well as behind the display screen. Leak testing failed due to a battery compartment leak. Moisture was also found inside the pump on the printed circuit board and on the internal components. Investigation confirmed the allegation of moisture ingress but did not duplicate the alleged power issue.